Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a (B)(6), 12.0/1.5/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced vertically with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem.cause of the event is reported as unknown.